Event description:
The pt received his scs sys on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt was losing stimulation gradually, and was reprogrammed, but this did not resolve the issue. An x-ray was performed, and the physician replaced one lead on (B)(6) 2011. During the procedure, it was noted the lead was fractured. It was reported the stimulation was captured postoperative.

Manufacturer narrative:
Eval: results: - complaint was confirmed. As received the lead was severly kinked with all wires broken approx 20.5 mm from the stimulation end. The compression mark on the lead from the swift-lock when aligned to the swift-lock anchor showed that the kink and broken wires on the leads were at the proximal (female) end of the anchor. No functional testing was performed due to all the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.